Event description:
It was reported that the patient's left knee was revised due to pain and instability. Surgeon originally planned to revise a 3x9 cs insert with a 3x12 cs insert. However, intra-operatively the surgeon decided to convert the patient to a ps construct and revised the femur as well.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5510f301 triathlon cr fem comp #3 l-cem, lot jyj2e. 6191-1-001 simplex p full dose 1 pack, lot rgb042 . It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, dimensional and functional inspections were not performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: a patient underwent a tka and an mua. Instability of the knee was diagnosed as well as advance hip arthritis at approximately 1 year follow-up. A revision tka was recommended. The procedure was apparently performed but this was only documented in the pi report. Event confirmation: a primary tka, mua and an exam with instability could be confirmed. A revision tka could not be confirmed root cause: the root cause of the proposed revision was knee instability. But the event was not confirmed. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: a patient underwent a tka and an mua. Instability of the knee was diagnosed as well as advance hip arthritis at approximately 1 year follow-up. A revision tka was recommended. The procedure was apparently performed but this was only documented in the pi report. Event confirmation: a primary tka, mua and an exam with instability could be confirmed. A revision tka could not be confirmed root cause: the root cause of the proposed revision was knee instability. But the event was not confirmed. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to pain and instability. Surgeon originally planned to revise a 3x9 cs insert with a 3x12 cs insert. However, intra-operatively the surgeon decided to convert the patient to a ps construct and revised the femur as well.